Event description:
It was reported that the cartridge was damaged at the fill rod. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by using older fill rod from previous mobi cartridges and was able to resume insulin delivery.